Manufacturer narrative:
Investigation findings: the shaver handpiece was received for evaluation and during testing, the reported problem was confirmed. The handpiece was found to operate on its own related to pc board failure. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries related to this failure mode.

Event description:
It was reported that during use of this shaver handpiece in a knee arthroscopy, the shaver ran on its own without pressing the on/off buttons or foot pedal. There were no injuries to patient/staff and no surgical delay related to this event.